Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2016. The data obtained from the device showed evidence of manual power-ups of ten minutes duration occurring between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak became deleted during this time. Investigation found the fault can be attributed to corrosion within j11 connector due to moisture ingress. The ten minute time outs and the measurements taken would indicate the device was switching on automatically. The fault was traced back to corrosion within the j11 connector. This resulted in a short circuit which led to overvoltage and damage to the microprocessor. This resulted in the faults at power on with most of the instructional leds illuminated and a device service required prompt at shutdown. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.